Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a020503 patient problem code: (B)(6).

Event description:
Pleurx drainage kit was not packed properly. The packet was opened when the item was taken out from the box. When did the incident occur - before use.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photos and one sample of lot number 0001535296 were provided to our quality team for investigation. Through visual inspection, an incomplete seal was observed in pleurx bag; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001535296 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, it was identified that the probable root cause is traced to manufacturing related human factor inconsistency on sealing method and machine misalignment. Manufacturing personnel have been notified of this incident. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Pleurx drainage kit was not packed properly. The packet was opened when the item was taken out from the box. When did the incident occur - before use.